Event description:
An autotome was used for therapeutic purposes. During the procedure, there was difficulty cutting properly. At a later date, it was discovered that the cutting wire was torn proximal to the distal pierce hole.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 27 july 2006 stating that the cut wire was torn proximal to the distal pierce hole. As received, there were slight bends in the working length of the device. The cutting wire and the hypotube had moved approximately 4 mm proximally. The device would not bow properly when the handle was activated. A functional evaluation using a .035" guide wire found no problem with the device. A lot history was performed and found no other complaints reported against lot number 8064246. A review of the device history revealed no anomalies. Confirmed customer complaint of a cutting wire issue, due to product not bowing properly. It appears that during use, the handle was activated and the cutting wire split through the extrusion. Engineering was notified of this incident, during the review of this evaluation report. Since the root cause of the above failure could not be determined, no further action will be taken at this time other than to monitor for trends and future complaints.